Event description:
A customer reported to bsc that a female patient (age unknown) underwent a bronchoscopy in 2006. It was reported that during the procedure, the tip of the needle broke upon attempt to remove the needle catheter after first aspiration of the subcarina. The tip was identified lying above the carina and was removed using biopsy forceps. There was no reported complication or ill effect sustained by the patient.

Manufacturer narrative:
This device has not been received by this manufacturer. Therefore, a failure analysis is not available and we are unable to determine the relationship this device and the cause of this event.